Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter and gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was foreign matter in the tube(s) biological and non-biological and air bubbles in the gel. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "before use, there was foreign matter in the tube and the gel has many air bubbles."